Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was returned in 2 pieces; the fiber is broken and detached at 2.75 inches from the control knob, between distal tip and control knob; the glass cap exhibits moderate devitrification; the metal cap exhibits mild detritus adhesion on surface; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath exhibit signs of slight melting and torque at the break location. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that during a bph surgical procedure at 29,612 joules and 7:07 minutes "intraoperative breakage of the probe due to the valve of the resection sheath" was noted. The fiber was exchanged and it was observed that the second fiber "blister was opened when she opened the box." The fiber was not used, and a third fiber was used to complete the procedure. The tip of the first fiber was not cleaned during the procedure. No harm to the patient was reported. This report is for the first fiber.